Manufacturer narrative:
There were no echo-hd-25-ebus-o-e (echo) devices of lot # c993212 in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for eval. With the info provided a document based investigation was carried out. A possible cause of needle breakage in this incident may be attributed to the pt's anatomy if the node being punctured was a hard lesion and required a particularly forceful advancement of the needle. The complaint info indicated that the physician felt the need for a 25 gauge needle due to penetration of the paratracheal ring. As the device was not returned for eval and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. The issue was noted on the fourth pass; therefore, the needle was most likely damaged during a previous pass. The user was able to receive a positive diagnosis from one of the first 3 passes of the device. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo devices of lot # c993212 did not reveal any discrepancies that could have contributed to this complaint issue. The pt did require the add'l procedure of two CT scans and egd due to this occurrence. It was confirmed by CT scan that no part of the needle remained in the pt 3 days post procedure. The physician believed that the pt passed the needle tip. No further adverse effects to the pt were reported as a result of this occurrence. The notes section of the instructions for use that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
An endobronchial ultrasound was performed on the pt. 3 to 4 passes were done with the 1st echo needle. It was observed that the stylet would not pass through the needle. A 2nd echo needle was opened and advanced through the scope. Just before securing the hub to the scope, a needle tip was observed endoscopically leaving the scope channel. The physician estimates the broken piece of the needle to be approximately 2 cm long. The user did a comparison of the two echo needles and determined the tip broke off the first echo needle used. The tip was observed free floating in the airway. The 2nd ebus needle was removed from the scope and the physician inserted a rubber tip grasper forcep to attempt to retrieve the tip of the 1st device. Unfortunately, the tip migrated into the lung and could no longer be seen. The pt was admitted for a CT scan to determine the position of the tip. Needle tip was located in the stomach of the pt. An egd was performed to attempt and remove the needle tip, but the egd did not find the needle tip in the stomach. Due to the size of the metal tip, it is anticipated by the gastroenterologist that this will pass through the pt's intestinal system. The pt had another CT scan on (B)(6) 2014 and there was no foreign object detected in the pt's body. The physician believes the pt passed the needle tip. The physician also commented that he had felt the needle for a 25 gauge needle due to penetration of the paratracheal ring. They received a positive diagnosis from one of the first 3 passes of the device.